Event description:
A report was rec'd via FDA's medical products reporting program that a pt experienced discomfort with their contact lenses and was diagnosed with keratitis in the left eye while using renu with moistureloc multi-purpose solution. The pt had small white subepithelial infiltrations. Corneal cultures were positive for fusarium. The pt's lens care solutions were negative for bacteria, fungus and acanthamoeba. The physician's report stated that the pt was treated with natamycin (pimaricin 5%) and ketoconazol (200 mg bid). The report noted that the event abated after use of the product was stopped or reduced. It should be noted that the lot number provided in the initial report (gb2129a) is not a valid lot number.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discotinuing the moistureloc formula and recalling all distributed product.